Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-1 submitted for adverse event which occurred on (B)(6) 2017. Mwr-2 submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent mesh explantation on (B)(6) 2017 during which the surgeon noted he incised the mesh and he could see that there was a large amount of omentum that was adhesed to the mesh. He was able to remove the omentum from the mesh it was adhesed to by the use of cautery and a blunt dissection. There was a significant amount of oozing and bleeding noted. The mesh on the left side of the abdomen was dissected off the anterior abdominal wall. There was a fair amount of adhesions between the omentum and mesh that were lysed with cautery. On the right side of the body, there was significant adhesions of small bowel to the mesh, which was lysed carefully. Two serosal tears were created. There was a very small amount of residual mesh in the right lower quadrant, to which the bowel was very tightly adhesed. The residual mesh was left in place because it was a risk of creating multiple injuries to the bowel and result in a bowel resection. It was reported that the patient underwent removal surgery on (B)(6) 2017. It was reported that the patient experienced severe pain, sigmoid resection, nausea, adhesions, mesh erosion, scarring, bulging, loss of appetite, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a2, b7, d3, g1.

Manufacturer narrative:
Date sent to FDA: 4/14/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.